Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event in or around (B)(6) 2005 and subsequently expired on or around (B)(6) 2005 after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported on the same pt involving two separate products and associated with mdrs #1225714-2013-00371, 1225714-2013-00372, 1225714-2013-00711, 1225714-2013-00713, 1225714-2013-00714.